Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged had nasal issues, lung infection and yellowish particles in the water chamber. There was no report of patient harm/injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dut/dirt contamination on top and bottom enclosure, ui panel, rear panel, sd cover flipdoor, control dial, keypad, blower, blower box, power connector. Hair like substance was found on the inside of the top and bottom enclosure and blower box upper cap. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.